Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming reports and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the device was removed due to a break near the pump. Another inflatable penile prosthesis was implanted.

Manufacturer narrative:
The follow-up was created to document the conclusion of the investigation. A titan pump, two cylinders and three detached inlet tubes were received for evaluation. Examination and testing of the returned components revealed two separations in the exhaust tubing of cylinder 1. Testing revealed these to be sites of leakage. Partial separations within abrasion were noted on the longer length pump exhaust tubing, pump inlet tubing and exhaust tubing of cylinder 1. Testing revealed these to not be sites of leakage. The presence of surface abrasion was noted on both pump exhaust tubes, pump inlet tube, and on the exhaust tubing of both cylinders. No abnormalities were noted with the pump, cylinder 2 or three detached inlet tubes. Based on recreation of the position of the tubes according to the abrasion pattern, this demonstrates that the pump tubing were overlapping while in-vivo. In addition, the exhaust tubes of the cylinders were abrading. This positioning, in combination with device usage over time, could contribute to sufficient stress to cause the two separations through the exhaust tubing of cylinder 1. Separations of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release and no anomalies were noted during production. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.